Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that the patient was having leakage at the incision site of their left ins. It was reported that the device was implanted in (B)(6) 2016 and the event date of the incision site leaking was in (B)(6) 2017. Additional information was received from a manufacturer representative (rep) via a healthcare professional (hcp) on 2017-jun-20. The patient reported to their hcp that they had puss and discharge at their implantable neurostimulator (ins) site beginning approximately 6 months after it was implanted. There were no issues with stimulation and the patient had good coverage. The discharge was described as clear and odorless. The patient admitted to losing approximately 15 pounds in recent months and started exercising/falling on their ins but did not report it to their hcp. The rep checked impedances which were within normal limits. Upon visual inspection of the pocket the hcp decided to explant the system because they were not comfortable with leaving the puss. The explanted components include the ins, lead, extension, and adaptor. All explanted products were sent to the hospital¿s pathology per policy. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.